Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the apollo burnt and issued a flash that damaged the scope. The incident happened just when the surgeon introduced the apollo in the joint. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual inspection of the returned ar-9811 noted that the tip of the device is completely burned. The most likely cause is attributed to misuse due to use error as the user likely hit the scope with the device. Dfu-0242-7 warns against that when it states, "do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe." Refer to the investigation photos.